Event description:
It is reported that the device was implanted in early 2002 and the patient presented with a fracture of the extremity four weeks later. A brief trial of non-surgical treatment of use of brace was done. It became apparent that the brace was going to be ineffective and the surgeon recommended open reduction. The device was revised three months later.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no item or lot number info was available. Based on the provided info a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.